Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. When further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.

Event description:
The uropass ureteral access sheath disengaged when it entered the patient. The inner sheath separated from the outer sheath, creating a tear at the ureteral orifice. Intervention was required to control the bleeding.